Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the calcified and moderately tortuous right common iliac artery (cia). The lesion was pre dilated with a 5.0 x 40 mm non-bsc balloon. The 10.0 x 40/80 (5f) sterling otw balloon catheter was used to post dilate at 6 atms on the 1st inflation, 10 atms on the 2nd inflation, when the balloon ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).